Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that an infusion was complete on the pump, but significant volume remained per the facility. The patient was not affected.